Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that lead insertion difficulty was encountered during a new stage 2 implant procedure on (B)(6) 2016. The health care provider (hcp) was unable to insert the lead all the way into the implantable neurostimulator (ins) header block. The hcp requested another ins, finished implant, and the patient was doing fine. The lead was not previously implanted with the extension and another ins. The manufacturer representative would send the defective ins back. No symptoms were reported.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found the setscrew was backed out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.